Event description:
Report of "motor stall" received by manufacturer's pt service dept. Device explanted. Follow up with hcp revealed pt suffered symptoms of drug withdrawal at the time of the motor stall. Symptoms included pain, nausea and diarrhea that were relieved by use of oral narcotics. Pt had competitor's pump implanted as replacement. Has recovered postoperatively.